Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported the device battery longevity was decreased due to high output. The threshold on the left ventricular lead was high. The device was replaced and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.